Event description:
A cabot irrigation system used on a laprascopic gallbladder was not functioning properly. The cabot pump read pressure of 400-500 but irrigation flow was slow. Examination of the o-rings revealed to be lightly flaked and shredded. Bits of red rubber were noted in the nezhat suction/irrigator tip thru which the irrigation flows. Company representative had traded out the o-rings and these were not the company's product.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: foreign material contamination, material degradation/deterioration. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.